Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The user reported that the transmitter lost signal multiple times over the day and night even though the placement guide signal was excellent in all directions. An RMA was authorized due to the user's experience. Review of the alert history confirmed the user had less than 5 no sensor alerts per day. The returned sensor showed steady excellent signal in the placement guide in the app with no sensor detection alerts (ec6) observed. Therefore, the connection interruptions from the user's complaint could not be confirmed. There was no malfunction observed with the sensor to transmitter connection. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site.

Event description:
On september 25, 2023, senseonics was made aware of an incident where the user's transmitter continued to lose signal throught the day and night, even though the placement test signal was excellent.